Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) reviewed all orders and transactions for the medication but could not identify any reason the drawer might open farther than intended. Unloading and reloading the medication did not resolve the behavior, so additional support was requested. Technical support specialist worked with the customer remotely, and the user was able to offload and reload the medication in mini drawer 1.5 without issues. The drawer configuration was verified to be correct with 12 pockets. The customer tested removing the medication again, and only one pocket opened as expected. The issue could not be reproduced. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user experienced an issue with fentanyl 50mcg/1ml in drawer 1.5, where two vials were dispensed instead of the single vial requested. The customer confirmed that they reviewed all orders and transactions for this medication and attempted unloading and reloading the medication; however, the issue persisted. However, there were no delays, adverse events or injuries reported based on this event.